Event description:
It was reported that pump experienced malfunction alarm with recurring malfunction code despite customer resetting pump, and there was no notable event prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.